Event description:
Caller reported malfunction on pump, with no notable events occurring prior. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy or reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.